Manufacturer narrative:
Top membrane has a short causing the right membrane to also be unresponsive. (B)(4).

Event description:
Covidien received information stating that during set up, the ht70 ventilator down arrow push button was found to be inoperable, resulting in the inability to change ventilator settings. There was no patient involvement.